Manufacturer narrative:
During the initial implant surgery, on 01/02/2024, the trailing haptic was torn from the optic body upon delivery; however, the surgeon did not exchange the lens. The physician performed an explant on 02/20/2024 and implanted another lal as a replacement. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens lal, sn (B)(6) was explanted and a new lal sn (B)(6) implanted as a replacement. Rxsight's first awareness of this event was on 02/20/2024.